Manufacturer narrative:
It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. Retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. Although the root cause analysis did not include return testing, improper use of the meter and improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Additionally, the customer utilized expired strips while testing on lot number 304244. The customer's use of expired products cannot be ruled out as a possible root cause for the unexpected results. The mfg records for lot number 304244 were reviewed. The lot met specifications and no non-conformances were documents. The mfg records for lot number 334577 were reviewed. The non-conformance associated with this lot was not relevant to the initial complaint and does not affect product performance. Based on the info available, there is no indication of a product deficiency. No corrective actions is required at this time.

Event description:
Caller reported correlation issues with two meters while testing two different strip lots. Multiple technique issues were identified including the use of expired strips (lot 304244) for two of the tests. Inratio = 2.8 at 10:32 am (demo meter - lot 304244). Inratio = 3.6 at 10:42 am (pt meter - lot 334577). Inratio = 6.6 at 10:48 am (pt meter - lot 334577). Inratio = 3.3 at 10:55 am (demo meter - lot 304244). For the initial test at 10:32 am, the strip was exposed for two hours prior to testing. For the two tests where inratio = 6.6 and inratio = 3.3, the trainer held the meter in her hands and moved the meter during the test. Therapeutic range: 2-3. Pt's meter = meter #1 ((B)(4)). Demo meter = meter #2 ((B)(4)). This medwatch report is for meter #2 sn: (B)(4); see medwatch report #2027969-2014-00489 for meter #1 sn: (B)(4).